Event description:
It was reported that the needle 25g 1in was blocked during the vaccination. This occurred on 10 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "blocked needle during vaccination healthcare worker administering vaccine and needle was blocked. Needle had to be changed resulting in patient being injected at least twice to administer the vaccine".

Manufacturer narrative:
H.6. Investigation summary: 588 representative samples were received by our quality team for evaluation. Upon visual inspection of the samples it was observed that 7 out of 588 samples had clogged needles; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. There is a vision system at the assembly machine to detect the clogged needles and reject the part. The non-conformance might have happened on the reject station due to the worn out valve. Based on the investigation, there is no issue with the extension of the cylinder to reject the part, however, during the retraction there is a delay in the return action of the cylinder piston and hence caused the part to be rejected wrongly. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 25g 1in was blocked during the vaccination. This occurred on 10 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "blocked needle during vaccination. Healthcare worker administering vaccine and needle was blocked. Needle had to be changed resulting in patient being injected at least twice to administer the vaccine".